Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 9 a.m., on (B)(6) 2018. The patient claimed obtaining blood glucose readings of ¿230 and 204 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. The patient manages his diabetes with insulin (humalog 75/25 mix, 76 units daily and, humalog regular, based on a sliding scale) and he advised that in response to the alleged issue, he administered his usual dose of 40 units of insulin (humalog regular) based on a sliding scale. The patient reported that approximately 2 hours after the alleged issue occurred, he developed symptoms of ¿feeling low, dizziness, blurred vision and nauseous.¿ the patient reported that he then self-treated by drinking some orange juice and eating some candy. The patient reported that he tested his blood glucose on another device (brand not reported) and although he was unable to recall the reading obtained, he stated that it was ¿high¿. At the time of troubleshooting, the csr confirmed that the unit of measure was used to obtain the subject device and noted that when testing, the patient was using blood from his forearm which is not an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the meter readings obtained from the subject device.